Manufacturer narrative:
H9: after additional analysis by ventec, it has been determined that there is a potential risk to health associated with blower circuit failures resulting in unexpected shut downs and/or loss of ventilation. As a result of this investigation, ventec has initiated a field corrective action (reference corrections and removals number 3013095415-4/12/2021-001-r).

Manufacturer narrative:
The device was returned for investigation. The reported event of no ventilation was confirmed. The investigation determined that an electrical component failed on the motherboard printed circuit board (pcb), which resulted in loss of power to the blower causing the device to fail to ventilate. The pcb was replaced and the device passed pre-use test.

Event description:
It was reported that a device began alarming and then the device was no longer ventilating while a patient was under treatment. There was no patient harm reported.